Manufacturer narrative:
Corrections: b2 - date of death updated from (B)(6) 2022 to estimated (B)(6)2023. B3 - date of event updated from 12/24/2022 to estimated 10/4/2023. D4 - primary UDI number updated from ni to unknown. D6a - implant date: updated from (B)(6) 2022 to estimated (B)(6) 2023. H6 - health effect - clinical code: code 4582 was removed and code 4454 was added. Updated: literature attachment: article title: pmcf rpt2122673 rev d to rpt2122673 rev e released on 8/20/2024.

Event description:
Subsequent to the previously filed reports, additional information was received on 8/20/2024 after more data was collected for the post-market clinical follow-up (pmcf) evaluation report xience family of stents. Procedures were performed from (B)(6)/2007 to (B)(6)2023. Please see the attached post market clinical follow up (pmcf) evaluation report for specific information.

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. C4: treatment / therapy start date estimated. D6a: implant date estimated. D4: the UDI is unknown due to the part / lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of death is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect of death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional patient effects and malfunctions reported in the article is captured under separate medwatch reports.

Event description:
It was reported through the pmcf report, that the xience v may be related to death (all-cause mortality [acm]), side-branch closures (occlusions), myocardial infarction (mi), perforations, thrombosis, restenosis, coronary artery bypass graft (CABG), target lesion and vessel revascularization.